Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
During a laparoscopic nephrectomy, the subject device was used. The tissue pad of the subject device fell off inside the patient. The fallen tissue pad was retrieved from the patient. The procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information based on the evaluation of the device. Omsc investigated it on january 19, 2018. The tissue pad of the subject device was worn and partially missing. The missing tissue pad was not returned. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows: warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.